Manufacturer narrative:
A follow up report will be filed upon completion of the investigation.

Event description:
International affiliate reports that water came out of the confidence pump intra-operatively. As a result, it was not possible to augment all screws with that kit. However, another confidence kit was available to complete the procedure with no adverse consequences and no significant delay.

Manufacturer narrative:
A visual inspection was performed on the returned product. No abnormalities or defects were observed. A functional evaluation was performed on the returned product. No abnormalities were detected while turning the pump handle to build pressure and there was no water leak from anywhere on the product. A DHR review could not be performed because the lot number is unknown. A complaint trend analysis was completed with no observed systemic trend identified. The reported issue was not confirmed, no leak was observed at hydraulic pump during functional evaluation. Therefore, the root cause is undetermined. As the reported issue was not confirmed and there have been no systematic trend this complaint will be closed with no further action required.